Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 10am on (B)(6) 2017. At this time, the patient obtained blood glucose results of ¿149mg/dl¿ with the subject meter and ¿125mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with oral medication (x2 1000mg metformin and x2 4mg glimepiride per day) as well as with diet and/or exercise and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that 30 minutes after this they developed the symptoms of ¿rozzy-headed and couldn't think straight¿; symptoms which they were able to self-treat with food and drink. The patient reported that they were able to think clearly again after taking this treatment. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the results. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.